Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the longevity estimate of the patient's pacemaker around (B)(6) 2019 was estimated to be 2 years and decreased to 7 months on (B)(6) 2019. Upon interrogation, it was determined to be due to a diagnostics anomaly and that the measurement was accurate. It was noted that as the device approaches the elective replacement indicator, the estimate becomes more accurate. No intervention was performed as the patient will continue to be monitored. The patient's condition was asymptomatic throughout the event.